Manufacturer narrative:
The suspect device is not expected to return for evaluation. The complaint cannot be confirmed and a root cause cannot be determined. A review of the device history record was performed and no exception documents were found. A review of the complaint database was performed and no similar complaints for this lot number were identified.

Event description:
The account alleges that the procedure, the catheter became embedded and detached within the patient. The detached device was removed with the assistance of the vascular snare device. No additional consequence to report.